Event description:
St. Jude medical was notified that the lead was explanted due to ventricular fibrillation oversensing episodes resulting in inappropriate shocks and undersensing with inappropriate pacing.